Event description:
Subsequent to the initially filed reports the device was received and was noted to be separated in two pieces. The account was not aware of the separation. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported break in the guide wire was observed as a separation. The reported difficult to advance was not able to be replicated in a testing environment. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Factors that may contribute to difficult to advance include, but are not limited to, challenging anatomy, device support, buildup of procedural contaminants user technique, and/ or damage to the guide wire which likely led to the reported break/observed material separation. In this case, it is likely that the challenging anatomy contributed to the reported difficulty as it was reported that the guide wire was used to treat a circumflex coronary artery with heavy calcification and that the physician thinks that the guide wire might have gotten caught on the anatomy during advancement. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat the circumflex coronary artery with heavy calcification. The balance middleweight (bmw) guide wire was used with an unspecified oct system and there was ostial disease in the circumflex so the physician thinks it might have gotten caught on the anatomy during advancement. Upon removal of the bmw guide wire it was noted to be broken and remained in one piece. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.